Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead impedance warnings triggered for the right ventricular (rv) lead. The rv lead was found to have high undefined pacing impedance. Noise was also seen on the rv lead on realtime egm (electrogram) in the office. Additionally, intermittent oversensing was seen on recent recorded nsvt (non-sustained ventricular tachycardia) events with short v-v intervals. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.